Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the distal region of the stent were noted to be lifted from their crimped position and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 3.00 x 28mm synergy drug-eluting stent was selected to use for treatment. However, when the stent went to load on the wire, it was noticed that there was a bent stent strut. The distal end stent strut was lifted off the balloon. The device was never actually went into the body. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 3.00 x 28mm synergy drug-eluting stent was selected to use for treatment. However, when the stent went to load on the wire, it was noticed that there was a bent stent strut. The distal end stent strut was lifted off the balloon. The device was never actually went into the body. The procedure was completed with another of the same device. No patient complications were reported.